Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the cause for the reported difficulties was likely user related. It should be noted the emboshield nav6 embolic protection system instructions for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the emboshield nav6 was used to capture debris from an atherectomy device in the ostial popliteal artery, but the barewire was not used with the emboshield nav6. After the atherectomy procedure, the recovery catheter was advanced on the non-abbott guide wire as the guide wire was being retracted when the filtration element came off the guide wire. The filtration element was successfully snared out of the anatomy, but debris was suspected to have come out of the full filtration element resulting in distal embolization. Flow was re-established using a non-abbott device. Planned intervention to the heavily calcified, superficial femoral artery was completed. There was no adverse patient sequela. The patient was seen for follow-up one week post procedure and was fine. No additional information was provided.